Event description:
One week following implantation of peri-guard, surgeon believed patch had torn. Pt underwent another surgical procedure (date unk) in which peri-guard patch was explanted and replaced with cadaveric dermis patch.